Manufacturer narrative:
Product return was received and product investigation is in progress.

Event description:
Consumer called stating the brush head came apart in her mouth when she was brushing her teeth. No injury was reported.

Manufacturer narrative:
10-jan-2020 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Consumer called stating the brush head came apart in her mouth when she was brushing her teeth. No injury was reported.